Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the e237 scope communication error was due to corrosion on the plug unit. Based on the results of the investigation, a root cause for the corrosion could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited corrosion on the plug unit and scope error e237. There was no patient involvement.